Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of a broken instrument blade to be related to the customer reported complaint. The instrument was found to have the blade broken near the base. A piece approximately 0.083" x 0.492" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Manufacturer narrative:
Based on the claim against the product noting the harmonic ace instrument tip broking off, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip broke and fell into the patient. This happened twice in the same procedure. The fragment was retrieved during the same surgical procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.